Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that patient passed out in the middle of the night and does not remember details of the event and only remembers waking up in the hospital. A review of the device data shows an episode of ventricular tachycardia (vt) which was successfully converted with defibrillation therapy; however, the shocks accelerated the rhythm to ventricular fibrillation (vf). Time to therapy following acceleration post shock to vf appears to be approximately thirty seconds. There were periodic amplitude variations which appears like cardiopulmonary resuscitation (CPR) or some kind of chest manipulations which resulted in under sensing leading to declaration of episode end. A new episode began which was successfully converted after delivery of two shocks. Noise was identified due to switch to alternate vector. A revision procedure was performed and the device was repositioned more posterior; however, defibrillation threshold (dft) testing was performed unsuccessfully two times. The system was explanted and a transvenous system was implanted with successful dft testing. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.